Event description:
Additional information received from the consumer reported that the patient had difficulty urinating if on a road trip, in a public restroom, or around noise. This had been since implant on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient had difficulty with urination. Therapy was working, but the patient had issues off and on since implant on (B)(6) 2015. Post-operatively the patient was told by their health care provider (hcp) to catheterize 1 time per month. The patient had a weak stream, trouble starting to urinate, and a little drippage since implant. The hcp had put the patient back on oral medication tamsulosin and took the patient off a different medication a couple of weeks ago in (B)(6) 2016. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.